Event description:
Per the complaint, at the time of final torque, the doctor was using 50nmcm2 when insertion assembly/housing broke and was unable to screw out. The doctor and assistant managed to use instruments and suction to get the piece out and remove the housing from implant but then noticed that the driver also broke.